Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device on the right appears to be mainly in the uterus/eft the essure device is somewhat curved and also has sizeable portion within the uterus') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 41-year-old female patient who had essure (batch no. 784896-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperglycemia, iddm, night sweats, mass in abdomen, incisional hernia, heavy periods, hypothyroidism, diabetes, anemia, multigravida, parity 3, abortion, thyroid disorder, uterine bleeding, human chorionic gonadotropin negative, left lower quadrant pain, high grade squamous intraepithelial lesion, postmenopausal bleeding, allergic reaction to analgesics, cervical dysplasia, pelvic pain, fever, diarrhea, pelvic adhesions, bloating and loop electrosurgical excision procedure. Concurrent conditions included vaginal yeast infection, left lower quadrant pain, vaginal irritation and yeast infection. Concomitant products included fluconazole (diflucan), insulin aspart (novolog), levothyroxine sodium (levothroid), metronidazole (flagyl 250), nsaids, paracetamol (acetaminophen) and simvastatin (simvastin). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"), 15 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pain pelvic area"). The patient was treated with surgery (ablation and diagnostic laparoscopy, total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details: right: 6-coils, left: 3coils. Patient received treatment for pain, bleeding, urinary/bladder problems diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2011: the essure device on the right appears to be mainly in the uterus with only a very small amount extending away from the uterus, approximately 0.5 cm. On the left the essure device is somewhat curved and also has sizeable portion within the uterus, with the ovary on the left.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2011: the left essure is noted to have approximately a centimeter still within the endometrial cavity. The right essure is approximately 1 cm into the right fallopian tube.; on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case the following event was extracted from medical record : partial expulsion of device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device on the right appears to be mainly in the uterus/eft the essure device is somewhat curved and also has sizeable portion within the uterus') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 41-year-old female patient who had essure (batch no. 784896-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperglycemia, iddm, night sweats, mass in abdomen, incisional hernia, heavy periods, hypothyroidism, diabetes, anemia, multigravida, parity 3, abortion, thyroid disorder, uterine bleeding, human chorionic gonadotropin negative, left lower quadrant pain, high grade squamous intraepithelial lesion, postmenopausal bleeding, allergic reaction to analgesics, cervical dysplasia, pelvic pain, fever, diarrhea, pelvic adhesions, bloating and loop electrosurgical excision procedure. Concurrent conditions included vaginal yeast infection, left lower quadrant pain, vaginal irritation and yeast infection. Concomitant products included fluconazole (diflucan), insulin aspart (novolog), levothyroxine sodium (levothroid), metronidazole (flagyl 250), nsaids, paracetamol (acetaminophen) and simvastatin (simvastin). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"), 15 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pain pelvic area"). The patient was treated with surgery (ablation and diagnostic laparoscopy, total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion, menorrhagia, depression, anxiety, vaginal haemorrhage, vaginal infection and pelvic pain outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details: right: 6-coils, left: 3coils. Patient received treatment for pain, bleeding, urinary/bladder problems diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2011: the essure device on the right appears to be mainly in the uterus with only a very small amount extending away from the uterus, approximately 0.5 cm. On the left the essure device is somewhat curved and also has sizeable portion within the uterus, with the ovary on the left.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2011: the left essure is noted to have approximately a centimeter still within the endometrial cavity. The right essure is approximately 1 cm into the right fallopian tube.; on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case the following event was extracted from medical record : partial expulsion of device. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: " previously reported event essure device on the right appears to be mainly in the uterus/left the essure device is somewhat curved and also has sizeable portion within the uterus made medically significant and intervention required due to surgery. Reporter, medical history and essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 41-year-old female patient who had essure (batch no. 784896-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperglycemia, iddm, night sweats, mass in abdomen, incisional hernia and heavy periods. Concurrent conditions included vaginal yeast infection. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"), 15 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device expulsion ("essure device on the right appears to be mainly in the uterus/eft the essure device is somewhat curved and also has sizeable portion within the uterus") and pelvic pain ("pain pelvic area"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, device expulsion, depression, anxiety, vaginal haemorrhage, vaginal infection and pelvic pain outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2011: the essure device on the right appears to be mainly in the uterus with only a very small amount. Extending away from the uterus, approximately 0.5 cm. On the left the essure device is somewhat curved and also has sizeable portion within the uterus, with the ovary on the left. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2011: the left essure is noted to have approximately a centimeter still within the endometrial cavity. The right essure is approximately 1 cm into the right fallopian tube.; on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case the following event was extracted from medical record : partial expulsion of device. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid)product technical compliant. Incident. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a (B)(6) year-old female patient who had essure (batch no. 784896) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperglycemia, iddm, night sweats, mass in abdomen, incisional hernia and heavy periods. Concurrent conditions included vaginal yeast infection. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced depression ("depression") and anxiety ("mental anguish"), 15 days after insertion of essure. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device expulsion ("essure device on the right appears to be mainly in the uterus/eft the essure device is somewhat curved and also has sizeable portion within the uterus") and pelvic pain ("pain pelvic area"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, device expulsion, depression, anxiety, vaginal haemorrhage, vaginal infection and pelvic pain outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2011: the essure device on the right appears to be mainly in the uterus with only a very small amount extending away from the uterus, approximately 0.5 cm. On the left the essure device is somewhat curved and also has sizeable portion within the uterus, with the ovary on the left.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2011: the left essure is noted to have approximately a centimeter still within the endometrial cavity. The right essure is approximately 1 cm into the right fallopian tube. On (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case the following event was extracted from medical record: partial expulsion of device. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received: lot number added. Following events were added : abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression, mental anguish, pain pelvic, essure device on the right appears to be mainly in the uterus/eft the essure device is somewhat curved and also has sizeable portion within the uterus. Reporter information added. Essure insertion date added. Medical history and concomitant conditions added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.